Event description:
On (B)(6) 2019 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 14.5mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The vessel appears to be small and the cause of the dampened waveforms.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported the hf sensor exhibited possibly dampened waveform. The patient's clinical site checked the sensor readings and it was recommended that the site further evaluate the potential cause of the reduced blood flow to the sensor. The physician will be reaching out for plans to discuss a right heart catheterization.